Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported that he underwent hernia surgery. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient underwent an outpatient repair procedure for a right-sided inguinal hernia on (B)(6) 2022. The cause and the date of diagnosis of this patient¿s inguinal hernia were unknown; however, it was believed the patient developed the hernia after his start on pd therapy, but this was not confirmed. The patient has communicated his issues with his home liberty select cycler and ccpd therapy in general to his outpatient clinic in the past but never mentioned his hernia in relation to pd therapy or cycler use. It was confirmed through the patient¿s medical record in the outpatient clinic there was no indication the patient¿s inguinal hernia, and the associated outpatient repair procedure were due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, it was affirmed the severity of the patient¿s hernia was not exacerbated by pd therapy and the outpatient clinic did not have to deviate from the patient¿s pd therapy prescription as a result of the hernia. The patient recovered from the hernia repair procedure as he remains asymptomatic. The patient undergoes continuous ambulatory pd (capd) utilizing manual pd solutions for renal replacement therapy following this event as he has an unsubstantiated distrust of his home liberty select cycler. The patient¿s last known ccpd treatment on the liberty select cycler was on (B)(6) 2022.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of the patient¿s hernia, as the date of diagnosis remains unknown. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd. The cause of this patient¿s hernia cannot be determined; however, it was confirmed the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though the source of the patient¿s hernia is unknown, it is well known most hernias occur prior to the start of pd therapy. Therefore, the liberty select cycler can be excluded as a source of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported that he underwent hernia surgery. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient underwent an outpatient repair procedure for a right-sided inguinal hernia on (B)(6) 2022. The cause and the date of diagnosis of this patient¿s inguinal hernia were unknown; however, it was believed the patient developed the hernia after his start on pd therapy, but this was not confirmed. The patient has communicated his issues with his home liberty select cycler and ccpd therapy in general to his outpatient clinic in the past but never mentioned his hernia in relation to pd therapy or cycler use. It was confirmed through the patient¿s medical record in the outpatient clinic there was no indication the patient¿s inguinal hernia, and the associated outpatient repair procedure were due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, it was affirmed the severity of the patient¿s hernia was not exacerbated by pd therapy and the outpatient clinic did not have to deviate from the patient¿s pd therapy prescription as a result of the hernia. The patient recovered from the hernia repair procedure as he remains asymptomatic. The patient undergoes continuous ambulatory pd (capd) utilizing manual pd solutions for renal replacement therapy following this event as he has an unsubstantiated distrust of his home liberty select cycler. The patient¿s last known ccpd treatment on the liberty select cycler was on (B)(6) 2022.